Event description:
It was reported that the user¿s ilet pump could not be used because the charger was lost, resulting in the device battery depleting and the user transitioning to backup therapy; replacement charging equipment was arranged, and troubleshooting and education were completed, with no device alerts or alarms reported. Customer care provided support that included battery replacement logistics. Investigation of this case revealed a loss of accessory power supply required to charge the device, with no evidence of device malfunction or alarm activity. No clinical symptoms during the event reported. Outcomes included temporary interruption of pump therapy and reliance on backup therapy until charging capability was restored without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related loss of the charger.